Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robot assisted laparoscopic proximal gastrectomy, the stapler was unable to fire (B)(6) button was pressed but handle could not be squeezed. A cracking sound was heard. The surgeon noted there was thickening of the tissue, and it seemed stiffer than usual. Another handle and reload was used successfully to continue the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robot assisted laparoscopic proximal gastrectomy, the stapler was unable to fire green button was pressed but handle could not be squeezed. A cracking sound was heard. The surgeon noted there was thickening of the tissue, and it seemed stiffer than usual. Another handle and reload was used successfully to continue the case. There was no patient injury.